Manufacturer narrative:
Product analysis reviewed a photo of the affected product; the actual product was not available for evaluation. Review of the photograph confirmed the presence of a white, plastic-like, foreign material in the syringe barrel. The likely cause of the reported problem was determined to be the introduction of an unidentified particulate during component manufacturing. A 12 month review of complaint history determined the frequency to be (B)(4) complaints per million (cpm) for similar defects.

Event description:
The customer reported the following: after opening the stellant CT disposable kit and filling the syringe with contrast, the customer observed a white particulate inside the syringe barrel. The customer elected not to use the syringe kit. No injury or adverse event was reported.